Event description:
The complaint is reported as: the line was inserted on (B)(6). On (B)(6), the patient had a CT scan with contrast. The line was successfully flushed prior to contrast injection. 90ml injected by CT machine. Immediately post CT the nurses noticed the brown lumen where contrast had been injected was dilated and full with fluid. The nurses clamped the cvc lumen with external blue clamp. The line was aspirated to remove excess fluid and pressure 15ml aspirated from line. The cvc line was removed when patient returned to the unit. No harm was caused. The CT was successfully completed.

Manufacturer narrative:
Qn# (B)(4). Originally the product code was unknown; however, it has since been identified and it was determined that the product is not sold in the us; therefore, the initial MDR submitted on (B)(6) 2021 should be retracted.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the line was inserted on 09-mar. On 19-mar, the patient had a CT scan with contrast. The line was successfully flushed prior to contrast injection. 90ml injected by CT machine. Immediately post CT the nurses noticed the brown lumen where contrast had been injected was dilated and full with fluid. The nurses clamped the cvc lumen with external blue clamp. The line was aspirated to remove excess fluid and pressure - 15ml aspirated from line. The cvc line was removed when patient returned to the unit. No harm was caused. The CT was successfully completed.